Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up to an error, as a result the main processing unit circuit board was replaced. It was also noted that the programmer fan was noisy. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
The device was returned to the manufacturer for wireless upgrade. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.